Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for elevated lactate dehydrogenase (ldh) 512 u/l and low hemoglobin (hgb) of 6.9 g/dl with international normalized ratio (inr) of 2.3. The patient was treated with integrillin and heparin. The patient was discharged on (B)(6) 2019 on plavix. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated ldh and low hemoglobin levels could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2019 for an elevated ldh level of 512 u/l and a low hemoglobin level of 6.9 g/dl the patient¿s inr was 2.3 at the time of the reported event. She was treated with integrilin and heparin. The patient was discharged on (B)(6) 2019 on a plavix regimen. No alarms or functional issues with the lvas were reported in association with the event. The patient remains ongoing on (B)(6). The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.